Manufacturer narrative:
Additional information: e1 (street 1, postal code), g3, h3, h6 correction: d8 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The reported issue was confirmed. The most likely cause was traced to component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the physician had taken several biopsy passes without any catheter issues. When the physician proceeded to take the final biopsy passes on the right lower lung, a "catheter out of sensing volume" appeared at the bottom of the screen. The issue was addressed using troubleshooting steps, and there was confirmation that there was no issue with the system. To complete the case, another kit was used. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.